Manufacturer narrative:
A complete lead was returned in one piece. After cleaning, the helix could be extended and retracted by applying torque to the connector pin. The full helix extension was within specification. A stiffness test was performed, and the results were within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a perforation of the right ventricle due to the lead. The lead was explanted and an epicardial lead was placed. The patient was stable.